Event description:
It was reported that device migration due to twiddlers syndrome was noted. The device was reimplanted under the pectoral muscle. The patient was stable following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.